Event description:
Event description guidant received information that this heart failure pulse generator had atrial undersensing. The patient was symptomatic and went to the hospital. A device check found the device was undersensing the atrium and not pacing the ventricle appropriatly. The caller adjusted the atrial sensitivity to pick up the p-waves but that led to atrial farfield sensing of the ventricular channel.